Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were bruised and really sore around the incision area and could feel the device right at the top of their skin. Reviewed therapy information and general programming guidance. Patient requested assistance to increase stim to 0.4. Patient would maintain stimulation level and would continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirected to doctor if issue persists. Patient mentioned they would see their healthcare provider in a few weeks. Patient said their back went out the day before the surgery and they could barely walk. Patient also mentioned they had an appointment with their primary care doctor on tuesday. Patient also said they used to use a tens machine a while ago and had such severe pain that it was the only thing that would block the pain signal.